Event description:
A hosp materials mgr reported that the laser shut down during a procedure. There was a ten minute delay while another laser was brought in. The case was completed with no harm to the pt reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).